Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx drug-eluting stent was implanted in the lad. One day post procedure the patient suffered myocardial infarction based on the 3rd universal definition, which was identified in the post lab form. Safety assessed that the event is not related to the device or antiplatelet medication. Investigator did not report the incident as an adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.